Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained he was having to charge his scs ipg too frequently. Consequently, surgical intervention may be taken to replace the patient's scs ipg.